Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s device seemed to be depleting more quickly. The patient¿s voltage was 2.71v on (B)(6) 2016, and it was reported to be at 2.61v at the appointment with the hcp on (B)(6) 2017. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that there were no symptoms related to the battery depleting too quickly. It was stated that the reason for the quick depletion of the battery was due to the patient running on high voltage. The hcp is going to replace the battery on an unknown date, with it being noted that the situation was normal as the patient was on high voltage settings.